Manufacturer narrative:
Date of this report corrected to: "08-nov-2018" in the initial MDR. Lens was returned dry, in a micro-centrifuge vial. Visual inspection found the haptic bent. (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that a 12.6 mm vticmo12.6, -17.50/2.0/081, implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2018 as a replacement lens but it did not resolve the excessive vault. On (B)(6) 2018 the lens was removed due to the vault and a shorter length lens was implanted. It was reported that this replacement resolved the problem. Patient related factor was reported as cause of event.